Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and showed that the pump had displayed high alarm and cassette not attached properly. During analysis, the customer's reported problem was verified. The pump was found to be displaying "cassette not attached properly. Reattach cassette" alarm message when a cassette is latched during the investigation. Performed functional check and found that the pump had faulty latch/lock cam flex. Service recommended the latch/lock cam flex to be replaced. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited occlusion and cassette not attached alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.